Event description:
It was reported that the pump alarmed "no disposable - clamp tubing". Pump settings: rate 52, res vol: 75.5, given: 24.5. Air in tubing was noted. No injury to patient. No further information available.